Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently experiences issues when charging via the usb cable. Reportedly, the customer has to orient the cable at a certain angle for the cable to initiate charging. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was able to charge successfully.